Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation procedure, a cardiac tamponade occurred. At the end of the procedure when the sheaths were removed from the left atrium, the patient became hypotensive and fluoroscopy revealed a tamponade. A percardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.